Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted the full lead was returned with the helix extended. The distal conductor is fractured not allowing the helix to be tested. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined impedance qualified as high and it "had not been functioning". It was also reported that the lead helix would no longer retract. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.